Manufacturer narrative:
Mml ref (B)(4). Patient's demographic information has been requested.

Event description:
It was reported that the patient had a great clinical result but lost therapy on the left side. The patient is a clinical study participant and was implanted with reactiv8 in 2017. The clinical specialist troubleshot the issue and confirmed the left lead had an out-of-range/high impedance failure. The physician scheduled the patient to undergo revision surgery to replace the left lead. The left lead was removed and intact. A new lead was implanted with no issues. There was no report of patient harm or injury.

Event description:
It was reported that the patient had a great clinical result but lost therapy on the left side. The patient is a clinical study participant and was implanted with reactiv8 in 2017. The clinical specialist troubleshot the issue and confirmed the left lead had an out-of-range/high impedance failure. The physician scheduled the patient to undergo revision surgery to replace the left lead. The left lead was removed and intact. A new lead was implanted with no issues. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref#(B)(4). Patient information was updated. The device history record was reviewed. No non-comformances were found . Although requested, the removed part will not be returned for evaluation per the hospital policy.